Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The liner chipped when impacted.

Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Addendum added 22 jun 2016. The complaint was reopened as the supplier report was received which states;protcols and certificate of conformance were reviewed. The quality documents show that the values obtained on the part were according to the specification valid at the time of production. The density was determined on the fragments of the insert the measured average bulk density complies with the specification. Erratic secondary metal transfer patterns can be found on the insert, however primary regular metal transfer cannot. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Re-open jun 17, 2016 ceramtec final report received. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed.